Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that during a stage ii procedure, contact 0 on lead was damaged when boot was removed to connect to extension. Upon impedance test the contact showed it was good and working. The doctor stated that they had shared with manufacturer in the past that we should not be using an active contact for the set screw/should not have an active contact the set screw is connected to. The system was tested with an impedance test and all contacts were good. The issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.